Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "metaphyseal engaging short and ultra-short anatomic cementless stems in young and active patients" written by young-hoo kim, md , jang-won park, md, and jun-shik kim, md published by the journal of arthroplasty 31 (2016) 180¿185 accepted by publisher 16 july 2015 was reviewed. The article's purpose: "the purpose of this prospective study was to determine (1) clinical results using validated scoring instruments; (2) stem fixation and bone remodeling using plain radiographs and dual-energy x-ray absorptiometry (dexa); (3) rates of revision and osteolysis; and (4) complications in patients younger than 65 years at minimum of 10 years of follow-up following tha with the two versions of the short stems." Depuy products utilized: short stem group - duraloc cups, ips stems, coc bearing surfaces (article mentions broaches were used to prepare femur and not reamers); ultra-short stem group - pinnacle cups, proxima stem coc bearing surfaces (broaches used in femur prep). The article reports on adverse events for both groups and provides a patient with identifiers in a radiographic image captured in a linked complaint. This complaint captures the generalized adverse events for each group. Short stem (ips stem) group: clicking or squeaking sound (no interventions), linear calcar fracture (intraoperative, undisplaced and treated with cerclage wiring), dislocation (treated with closed reduction and bracing), stress shielding (bone injury - radiographic only and no interventions). Ultra-short stem (proxima) group: clicking or squeaking sound (no interventions), linear calcar fracture (intraoperative, undisplaced and treated with cerclage wiring), dislocation (treated with closed reduction and bracking), stress shielding (bone injury - radiographic only and no interventions).